Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h4, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via call to report that they need to replace the processor due to damage from an electrical outage. After replacing it, they see only black and white color bars on the monitor and no image from the clv-190. The customer also mentioned that the image is frozen in the monitor, but not in provation, and they are trying to restore proper functionality. It was instructed them to reset all cables on cv-190 and clv-190, but the problem remains; only the black and white bars are visible. The customer contacted the lead tech, for assistance, meanwhile the olympus representative arrived and pointed out that the pigtail was not fully inserted, which was why no image was being displayed from the scope. Tac helped troubleshoot the monitor settings, and they can see the image in color. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an electrical outage damage, black and white color bars on the monitor, no image, and the image is frozen in the monitor. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.